Manufacturer narrative:
Concomitant medical products: 3095-10 neuro extension. Implanted: (B)(6) 2005, 3023 mgu ipg, implanted: (B)(6) 2005, 3889-28 mgu lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pacing lead failed resulting in non-capture. The lead remains in use. No patient complications have been reported as a result of this event.